Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection of the returned product noted: the dissector balloon, valve seal and doors appeared intact. The obturator was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure. The device could not be ballooned. They changed to a new product to complete the procedure. The current status of the patient is stable.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The device could not be ballooned.